Event description:
It was reported that the surgeon placed the wires into a pt and before he finsihed closing, the wave portion of the wire had torn the heart muscle and made it start bleeding. The surgeon put an extra stitch to repair the area. There was no adverse consequences to the pt.